Event description:
Manufacturer representative reported patient was receiving good stimulation until patient entered a retail store at which point patient set off the theft detector. The patient's device turned off, and now cannot be read or programmed with either the patient or physician programmer. No report of device explantation. A follow-up report will be sent if additional information is received.